Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced loss of consciousness, around noon. Her nephew did not hear from her all day and sent the neighbor over to check on her, who found her passed out. The patient does not recall any alerts, or cgm readings from the time of the event. The neighbor called the emergencies and when the paramedics took a fingerstick the blood glucose reading was 30 mg/dl. She was taken to the hospital and admitted to intensive care unit (ICU) due to a diabetic coma, but the patient did not recall any details regarding treatment. The patient was discharged after 4 days. At the time of the report the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.